Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the flex cable assembly that connects the user interface pcb to stack and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed flex assembly at the failure analysis center and determined the cause of the failure to be an open connection between the p21 (line c1 and c2) and p31 connectors.

Event description:
It was reported that the device froze, locked up, and the customer was unable to use it. There was no report of pt use associated with the event.